Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was lead dislodged. The patient underwent pocket revision and this lead was repositioned following atrial flutter ablation. This lead remains in service. No additional adverse patient effects were reported.